Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the common carotid artery upon introduction of the interventional wire (enroute 0.014'' guidewire). Two unplanned additional stents were used to cover the dissection. The procedure was completed, and no further complications were reported.